Event description:
A customer contacted beckman coulter (bec) to report an ion selective electrode (ise) drain overflow in the unicel dxc 600i access immunoassay system. The leak was collected in the drip tray but did not leak on the floor. The customer indicated that approximately 500 mls of fluid leaked. The customer also indicated that calcium was running high. The operator was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection with this event.

Manufacturer narrative:
It was confirmed that the calcium quality control (qc) recoveries were within the 2 standard deviation (sd) range on all three levels of control. A bec field service engineer (fse) was dispatched for this event. The fse found the leakage coming from the waste tube due to a clog within the ise waste valve and the ise drain manifold. The clog was removed and sodium hypochloride was flushed through the ise drain manifold and valve removing any residual debris. The ise system was primed and no leaks were observed. System verification was performed by the fse. (B)(4).